Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pen ndl 32g 4mm 90 CT has been found experiencing four occurrences of inability to deliver medicine during use. The following has been provided by the initial reporter: it was reported by the consumer that nothing comes out during the injection. Verbatim: consumer reported no hole in the needle. She explained nothing comes out during the injection. It happened 3 in a row night of 08-05-2019. Occurence-4, incident date-unknown. She uses the nano needle 4mm pen needle. Box discarded. Lot# 9079936; expiration date-03-31-2024. She uses the new pen needle each time of her injection. She only primes the pen needle for a new pen. Does not do the priming each time since it is waste of one unit of insulin. She rotates the skin site for her injection. She visually tests the needle to see if it is straight. She does not tighten the pen needle during attachment.

Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9079936. Customer returned (17) used 32g x 4mm bd pen needles from lot 9079936. Consumer reported no hole in the needle. They explained nothing comes out during the injection. All 17 returned samples were examined, and the following was observed: ten with bent non-patient end (npe) cannula. Four with broken npe cannula. Three with straight npe cannula. The three pen needles with straight npe cannulas were tested for flow using a test pen injector, and all three were able to expel properly¿no issues were observed. The 14 samples with bent or broken npe cannulas were examined, and no evidence of manufacturing defects was observed. Since all 17 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the pen ndl 32g 4mm 90 CT has been found experiencing four occurrences of inability to deliver medicine during use. The following has been provided by the initial reporter: it was reported by the consumer that nothing comes out during the injection. Verbatim: consumer reported no hole in the needle. She explained nothing comes out during the injection. It happened 3 in a row night of (B)(6) 2019. Occurence-4, incident date-unknown. She uses the nano needle 4mm pen needle. Box discarded .lot# 9079936; expiration date-03-31-2024. She uses the new pen needle each time of her injection. She only primes the pen needle for a new pen. Does not do the priming each time since it is waste of one unit of insulin. She rotates the skin site for her injection. She visually tests the needle to see if it is straight. She does not tighten the pen needle during attachment.

Event description:
It has been reported that the pen ndl 32g 4mm 90 CT has been found experiencing four occurrences of inability to deliver medicine during use. The following has been provided by the initial reporter: it was reported by the consumer that nothing comes out during the injection. Consumer reported no hole in the needle. She explained nothing comes out during the injection. It happened 3 in a row night of (B)(6) 2019. Occurence-4, incident date-unknown. She uses the nano needle 4mm pen needle. Box discarded .lot# 9079936; expiration date-03-31-2024. She uses the new pen needle each time of her injection. She only primes the pen needle for a new pen. Does not do the priming each time since it is waste of one unit of insulin. She rotates the skin site for her injection. She visually tests the needle to see if it is straight. She does not tighten the pen needle during attachment.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.